Event description:
A health care professional reported while performing the testing of the product they closed the upper blue clamp, and the bellow was compressed. They then closed the lower clamp to see if the bellow would stay compressed, but the bellow expanded very quickly. The reporter stated that this issue occurred on five (5) of the products which all bore the same lot information.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The health care professional reported this event to a convatec representative. The reporter stated they test the products before use and the product was not used on a patient. The product had been tested prior to being returned for investigation. An analysis on the returned sample provided. A visual inspection was performed. The product's device history records were reviewed and no related deviations were found in the manufacturing of the order (B)(4). The complaint sample met specification and the following probable root causes of this reported vacuum leakage of the bellow being identified are as followed: user mistake (clamp should be placed in perpendicular way (concerning tubes) and closed up to the stop); poor quality of component parts; or operator mistake during the assembling process. The true root cause could not be identified based on the information received. No corrective action is required at this time. This complaint issue has been previously investigated and documented. Complaints of this nature will continue to be monitored through trending. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.